Event description:
It was reported that during a lap splenectomy procedure, it is reported that the device was fired once. On the 2nd firing the instrument would not fire and the jaws would not open. They hit the instrument and then it opened. There is mention that the procedure was converted to an open procedure, but there is no indication as to why this was done. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.